Event description:
It was reported that log analysis, an error alarm 1660 occurred. Event occurred before patient use, and during testing. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Error code 1660 was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that a possible defective mainboard was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.